Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of ventricular assist device (vad) system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for gastrointestinal bleeding. The patient¿s inr was 3.3, and the hemoglobin was 6.6g/dl. The patient was transfused with packed red blood cells; the number of units was not provided. Video capsule endoscopy did not identify the source of the bleeding, which reportedly resolved on its own. The patient was discharged on (B)(6) 2017.